Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer functioning. The device was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer functioning. The device was removed and replaced. There were no patient complications reported.